Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "can't secure attachments." The device was used in cervical surgery. There was no pt or user injuries reported. There was no delay in surgery. There was no add'l info provided.